Manufacturer narrative:
The device is still in the pt and so not available for eval. No thorough investigation is possible. A review of the mfg records shows the lot of filters complied with specs. No other similar complaints were reported to the MFR for this lot of 59 vena cava filters, sold since (B)(6) 2010. However, the film review performed shows that the filter is perfectly deployed on (B)(6) 2010 (implantation date). No dysfunction is noted. The following day, the filter had migrated at the level of hepatic vein: the filter is tilted and distorted (one stabilizer leg is open). It appears stable. This film review does not suggest an event related to the implantation was the cause of the subsequent filter movement. The distortion of the filter in this case suggests an active force for displacement likely occurred (subsequent intervention) but the available info does not allow us to confirm this hypothesis. Method: x-ray pictures. Conclusion: no conclusion can be drawn.

Event description:
A filter was implanted on (B)(6) 2010. On (B)(6) 2010, it was discovered that the filter had migrated to the intrahepatic ivc.